Event description:
Alerts for low rv (right ventricular) defib lead impedance over the last 90 days suggesting a insulation breach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).